Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01march2019. Philips field service engineer (fse) confirmed the reported issue and replaced the blower mother controller printed circuit board assembly to resolve the reported issue. Unit successfully passed performance specification testing after the repair was completed.

Event description:
Customer reported burning smell coming from ventilator. No patient/user harm reported. Event date not specified; estimate used.